Event description:
It was reported that the insertable cardiac monitor (icm) dehisced from the patient's body less than two months after implantation. Apparently, the physician did not suture the implant pocket. A new icm will be implanted. No additional adverse effects to the patient were reported.

Manufacturer narrative:
This report is report is being submitted to correct the impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the insertable cardiac monitor (icm) dehisced from the patient's body less than two months after implantation. Apparently, the physician did not suture the implant pocket. A new icm will be implanted. No additional adverse effects to the patient were reported.

Manufacturer narrative:
This report is report is being submitted to correct the impact codes field (h6) in section h, device manufacturers only. The supplemental update was made to evaluation conclusion codes and evaluation method codes (h6) section device manufacturers only: the complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that the insertable cardiac monitor (icm) dehisced from the patient's body less than two months after implantation. Apparently, the physician did not suture the implant pocket. A new icm will be implanted. No additional adverse effects to the patient were reported.